Event description:
It was reported that pump experienced malfunction after pump update and displayed malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, but was unable to complete reset because customer had difficulty placing pump into storage mode. The customer reverted to an alternate method of insulin therapy.